Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. In this case, it is possible that the patient anatomy (friable artery), or user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed) contributed to the failure to deploy the suture however this cannot be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The additional two proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide device using the pre-close technique via an 8f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of the two proglide devices were deployed successfully. The sheath was upsized to a 20f and the evar procedure was completed. While attempting to achieve hemostasis, one of the proglide sutures along with the knot came out of the arteriotomy. An attempt was made with two additional proglide devices; however, cuff misses occurred with both of them. A surgical cut down was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.